Event description:
The device was interrogated and displayed possible output circuit damaged. Technical services recommended the device and lead should be explanted. The system remains implanted.

Manufacturer narrative:
Na